Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking connector was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l groshong two-piece connector. The sample was received assembled. The catheter was not returned for evaluation. An attempt to infuse water through the sample using a 12ml syringe revealed the connector to be patent to infusion; however, leakage was observed emanating from the joint between the two connector segments. The connector was disassembled and the distal segment was longitudinally bisected. The compression sleeve was missing and was not returned for evaluation. Microscopic inspection of the distal connector segment bore revealed longitudinally aligned gouges. The observed leakage was caused by the lack of a compression sleeve within the connector. The missing sleeve would have also prevented proper assembly of the catheter/connector system and may have resulted in catheter separation from the connector. The mechanical damage within the connector bore suggested that the compression sleeve was removed using instruments. The compression sleeve must remain in place for proper connector function. The product IFU provides instructions for proper catheter/connector assembly.

Event description:
It was reported that the patient diagnosed with cecal cancer underwent PICC (7655405) placement on (B)(6) 2019. Exudation was found on the external of the catheter during infusion on (B)(6). After observations, "the exudation was discharged from the vicinity of the oversleeve portion of the connector."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recs1808 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient diagnosed with cecal cancer underwent PICC (7655405) placement on (B)(6) 2019. Exudation was found on the external of the catheter during infusion on (B)(6). After observations, "the exudation was discharged from the vicinity of the oversleeve portion of the connector".